Manufacturer narrative:
Reinstalled ipc os and application; device restored. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4).

Event description:
It was reported to philips that geoipc failed to launch, and mechanical movement was not operable on an allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.